Manufacturer narrative:
Pt info not available at the time of this report. A software investigation is currently in progress.

Event description:
A medtronic rep reported a touch and go issue while in a synergy cranial case. Touch and go registration resulted in a mismatch - switched orientation (right and left). The surgeon completed the surgery with tracer registration and the use of the stealthstation. There was no impact on the pt outcome.